Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cryoablation procedure, while the balloon catheter was being advanced, air was found at the side port of the sheath and additional air remained to be removed. The sheath was therefore replaced resolving the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: bin files showed system notice 50028¿vacuum valve failure¿ and 50030¿excessive refrigerant flow failure¿ for the date of case. Upon visual inspection of flexcath sheath 4fc12 / 98880-77, results showed the device was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and the valve was torn. The reported insertion compatibility issue could not be verified because the catheter 2af284 / 46710 was not returned. However, a lab test catheter was successfully inserted in the flexcath sheath. In conclusion, the reported issue (air was found at the side port and there was further air remained to remove) has been confirmed through testing. The reported issue (the balloon could not be inserted in the flexcath advance) has not been confirmed through testing. The reported issue (system notice 50028 and 50030 were triggered at the first balloon inflation) has not been confirmed through testing but through data analysis. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.